Manufacturer narrative:
Examination of the submitted femoral component found evidence suggesting micro motion of the device in vivo. The investigation could not draw any conclusions about the root cause of the device loosening. It was noted depuy competitor cement was used in the primary surgery. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The pt was revised because of femoral loosening. The loosening was between the cement/implant interface with competitor cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.